Manufacturer narrative:
(B)(4). The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4).

Event description:
On (B)(6) 2018, the patient underwent endovascular repair of bilateral iliac artery aneurysms using gore® excluder® aaa endoprostheses featuring c3® delivery system. After all the endoprostheses were implanted, a touch-up ballooning was performed using a sg-balloon catheter (sg-207207/tsg001536, (B)(4)). Intra-procedure imaging revealed a dissection originating from the proximal end of the trunk-ipsilateral leg component to the right renal artery. An aortic extender component was placed to repair the dissection. It was confirmed that the entry of the dissection was covered successfully. The patient tolerated the procedure. It was reported that the force of touch-up ballooning was slightly strong.